Manufacturer narrative:
The device history record (DHR) for code 185a09 with lot number aa9313k03 was reviewed, with no similar observations noted. The manufacturing date of lot number aa9313k03 is november 09, 2009 and the expiration date is november, 2014. Two unused representative samples were evaluated, and no defects were found. These samples will be shipped to the supplier for additional evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device involved in incident not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from a physician stating kimberly-clark received a report from a physician stating that during an epidural procedure the doctor felt the catheter was not gliding as usual and was sticking. He had problems withdrawing the catheter after the procedure, and the catheter tip "snapped". The final 1-2 inches of the catheter was left inside patient's body. He decided not to remove the tip that was left inside the patient's body and followed the patient for several days. The patient was ok. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).